Event description:
It was reported that after the 5000 hour preventive maintenance the customer ran the ventilator with test lung for verification. After about 2 hours, the vent alarmed "technical error 24" and the message "restart ventilator" showed up on the screen.

Manufacturer narrative:
The ventilator was examined by the hospital staff, which located the failure to the pc1778 board (dc/dc and standard connectors). The pc1778 board was switched out, the logs were downloaded and the ventilator was put back to service. The returned pc1778 was found faulty. The failure was caused by a broken integrated circuit board, ic21. The broken ic21 decreased one of the output voltages, the 5-volt. During the investigation, the ventilator displayed the reported "restart ventilator" message and stopped functioning. Electrical measurements showed that the 5-volt output voltage was outside the tolerances (3.37v). When the 5-volt output voltage is outside the tolerances (4.75v-5.25v), the ventilator will stop to function. Technical error 24 (back-up condensator receiving the wrong voltage), experienced by the customer, was not reproducible during investigation, but was most likely a consequence of 5-volt output voltage being wrong. The logs from the time of the event confirm the reported errors but they also show that there was no stop of ventilation. At the time, it was most probably that the ic21 was partially broken and the 5-volt decrease was insignificant. The cause of the ic21 failing has not been determined.